Event description:
As reported by customer, when utilizing an encore inflation device during pci procedure in the biliary tract, the gauge did not indicate increasing pressure. The gauge needle advanced to 4 atm, then stopped. The procedure was completed using another encore device. There were no patient complications or injuries. The used device was returned for evaluation.

Manufacturer narrative:
A device history review performed after a shipping history on this device/customer was run did not reveal any quality issues. A review of the bsc complaint report for the inflation device family in the past 15 months does not indicate an adverse trend on the reported failure mode. Upon visual inspection of the returned device, the gauge needle was noted to be located at 3 atm. The device was then functionally tested per our specifications with the following results: leak testing - passed, gauge accuracy testing - failed as the needle of the device was skipping from 18-24 atm. The gauge, which is not manufactured by bsc, was returned to the supplier for evaluation. Upon testing, they noted that the needle gauge was at 3 atm and returned to this position post-inflation. The gauge was then reset and found to be within tolerance. When the internal mechanism of the gauge was examined, it was noted that the gear segment was displaced. Current controls (procedures) in the inflation device manufacturing process to detect gauge defects include 100% on line pressure testing and 100% visual inspection of gauges, as well as incoming inspection of gauges. The most likely cause of this condition would be overpressurization of the device by the end user or if the device was subjected to a severe impact. The exact cause, however, is unable to be determined.